Event description:
It was reported that an ilet user experienced an insulin occlusion, unable to proceed alert, and high glucose reported at 401 mg/dl following a meal bolus while using a steel infusion set, with observed cartridge leakage, blood in the tubing, and difficulty securing the cartridge connector during the preceding supply change that required tools; the supply change and device rewind resolved the alerts. Troubleshooting and education were completed, and the user was instructed to perform a full supply change of cartridge, connector, and infusion set, after which glucose decreased toward range. Investigation included interviews and analysis of user-provided information. Investigation of this case revealed an obstruction of flow associated with the connector/coupler, with evidence of deformation contributing to the delivery issue. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose of insulin delivery prior to resolution. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.